Event description:
It was reported that the patient underwent laparoscopic bilateral inguinal hernia on (B)(6) 2015 and absorbable straps were used to secure the mesh. The surgeon had finished the repair and was about to remove the device when the tip of the cannula crown fell off. Before closing, the cannula crown was removed successfully from the patient without further dissection. The patient is well and there were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: actual device was returned for evaluation. Upon visual inspection, no damage was found on the internal components. The cannula cap was detached from the cannula tabs and the cap was not returned for analysis. Upon functional evaluation, the device worked as intended. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.